Event description:
While attempting to detach the orbit galaxy coil (640cx3575/ 15669544) in the standard manner, the coil failed to detach. The pressure was brought up on the detachment syringe up to the red, alternate detachment, zone several times and the pressure decayed in the standard manner but the coil did not detach. The coil was removed without incident and no adverse effects were observed. The coil in question was the second of approximately six coils placed and deployed with the same syringe and all others detached in the standard manner. There was no patient injury and the product will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15669544 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
While attempting to detach the orbit galaxy coil (640cx3575/ 15669544) in the standard manner, the coil failed to detach. The pressure was brought up on the detachment syringe up to the red, alternate detachment, zone several times and the pressure decayed in the standard manner but the coil did not detach. The coil was removed without incident and no adverse effects were observed. The coil in question was the second of approximately six coils placed and deployed with the same syringe and all others detached in the standard manner. Prior to the event, the green detachment zone was used and exceeded. Prior to connecting and during prep, the syringe or coil delivery system was not damaged. A trufill dcs syringe ii (635002, lot not available) was utilized to prep the device, and no damages were noted during prep. After the event, the same syringe was used with other devices. After disconnecting the second coil delivery system, no damages were noted on the syringe. During prep, a dedicated saline source was utilized to fill and prep the syringe, and the products were connected properly to the hub of the coil delivery system. No leakage was noted on any section of the syringe (connector, extension tubing, barrel, gauge, etc) or delivery system. The connectors were checked for proper seating/fitting on the delivery system hub, and nothing was wrong at the connection. Other than the reported event, no other damages were noted on the syringe or coil delivery system, or coil (unraveled, stretched, detached, kink, bend, etc). There was no patient injury and the product will be returned for analysis. A non-sterile orbit galaxy complex xtrasoft coil 3.5 x 7.5 was received coiled inside of a plastic bag. Hypotube was inspected and kinks were noted on it. Introducer was received unzipped without damage. The support coil and gripper were found without damage while the embolic coil was received stretched/kinked. The gripper and embolic coil were inspected under microscope; the gripper was found without damage just residues of dry blood can be observed on it while the embolic coil was not found stretched/kinked. Using a lab sample syringe 635-002, the orbit galaxy system was purging on the blue zone; after that the embolic coil was detached without difficulty when the needle of the pressure gauge was passed the green zone. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The damages found on the device most likely occurred during the shipping process, because information provided indicated that other than the reported event, no other damages were noted on the device. The reported inability to detach the coil was not confirmed with functional testing of the returned device; the coil detached without discrepancy. The cause of the failure experienced by the costumer could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. It is possible that procedural/handling factors contributed to the reported event; however, with review of the available information there are no identified contributing factors. The cause of the reported failure to detach could not be conclusively determined. Via the risk management process an investigation has been opened to further investigate and address complaints of detachment difficulties associated with the orbit galaxy. Action was opened to address galaxy failure to detach complaints.